Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the implanted impella cp was out of position. The physician attempted unsuccessfully to reposition the device. The device was explanted and a new impella cp was implanted. No patient harm was reported.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the positioning issue was most likely use related, per clinical review. In accordance with updated procedures, section d6 has been revised from the initial submission.